Event description:
Sorin group received a report that during an ECMO case, there was a drop in blood flow and arterial saturation. A loud noise was heard coming from the centrifugal pump. The pump driver was hand cranked to maintain blood flow. Flow returned to normal after the disposable was changed out. The pt involved in this case expired but it was reported that there was no link between the issue with the device and the death.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal blood pump. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during an ECMO case, there was a drop in blood flow and arterial saturation. A loud noise was heard coming from the centrifugal pump. The pump driver was hand cranked to maintain blood flow. Flow returned to normal after the disposable was changed out. The pt involved in this case expired but it was reported that there was no link between the issue with the device and the death. The investigation is on-going. A follow-up report will be sent when the investigation is complete.